Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices would not fire. No other details of the event are known. No patient impact reported.

Manufacturer narrative:
(B)(4). Instrument a: incorrect cartridge size. Instrument b: batch # g51d86, exp date: 09/30/2015; MFR date: 10/30/2010; release button. The analysis found that one sc60a device (a) was returned in good visual condition and with a 45 mm reload loaded on the device. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis found that one sc60a device b was returned with the anvil release button broke and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. Although no conclusion could be reach on what caused the damage to the button it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipping. The batch record was reviewed and no anomalies were noted during the manufacturing process.